Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called their clinic to consult about symptoms they were experiencing - dizziness and shortness of breath. The patient was advised to visit the outpatient clinic. Upon visiting the emergency outpatient clinic, it was discovered that the right ventricular (rv) lead had thresholds that were elevated/high and unstable. It was also noted that the lead exhibited a loss of pacing and a drop in impedance. The lead was reprogrammed and the patient was admitted to the hospital. The following day, a pacing failure and loss of capture were observed and the lead was again reprogrammed. It was suggested that a microdislodgement may have locally worsened the threshold.  It was also noted that the patient experienced palpitations and chest discomfort. Additionally, it was reported that with only one year of battery life remaining on the implantable pulse generator (ipg) and considering the patient's age, the lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.